Manufacturer narrative:
Patient details or IV set information were not provided, multiple attempts to obtain additional information were performed but no information was forthcoming. If additional information is received, a follow-up report will be submitted. A CAPA has been opened to investigate this failure mode.

Event description:
The customer reported issues with the tubing breaking and leaking. There were no additional details provided, or whether there was patient involvement.